Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, the device was used to tack the mesh after suturing. After using the device to apply four tacks, the tack load dislodged from the device into the patient's abdomen. The surgeon was able to retrieve the tack load. The device was no longer used for remainder of the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received with a 10dpt device loading unit (dlu) preloaded. The dlu was improperly loaded onto the instrument as the arrows were not properly lined up. The articulation knob of the device functioned properly. The dlu was unloaded from the device. Visual inspection of the device noted proper timing. The returned 10r dlu noted tacks were visible in the shaft and the timing was disrupted. Additionally, scratches on the inner tube of the dlu. A test dlu could be loaded onto the returned device. The handle was actuated and it was fired down on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.